Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited rising pace/sense impedances. The pac e/sense portion of the lead was capped, and a previously capped pace/sense lead was inserted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5068 implantable pacing lead - 1999-(B)(6). (B)(4).